Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# 10439011 serial (B)(4)), carto 3 system (model# unknown serial# unknown), lasso catheter (model# unknown lot# unknown), st. Jude medical agilis small curve sheath (model# unknown lot# unknown), sc2000 ultrasound system (model# unknown serial# unknown), smartablate generator (model# unknown serial# unknown), bard recording system (model# unknown serial# unknown), siemens fluoroscopy (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, the patient became slightly hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded approximately 1500 ml of fluid. Although the patient was in stable condition, they were transferred to the operating room for surgical hemostasis. Patient recovered after surgical intervention. Patient required extended hospitalization as a result of the adverse event. Factors cited that may have contributed to the adverse event include history of anterior pouch, where the physician feels the perforation occurred. Physician¿s opinion regarding the cause of the adverse event is that it was secondary to a perforation of the left atrial anterior roof. The adverse event was not attributed to any bwi product or equipment issues. Transseptal puncture was performed with an unspecified needle and a st. Jude medical agilis small curve sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It was noted that there was no ablation at the site of injury. Irrigated catheter flow was set at 2 ml/min for maintenance. Patient received anticoagulant during the procedure with activated clotting time maintained at approximately 350 seconds. It was noted that this event did not occur in a stereotactic lab. There is no information regarding spi value. Smarttouch catheter was in close proximity to the lasso catheter, which was in the right superior pulmonary vein (rspv), near the site of injury. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. It was also noted, that upon connection of soundstar catheter, prior to insertion in the patient, a constant magnetic sensor error (6150) displayed. Cable was exchanged without resolution. Soundstar catheter was exchanged and the issue resolved. The sc2000 ultrasound system was in use. The soundstar catheter was not reprocessed. Soundstar catheter was connected to both the carto and the ultrasound system when the issue occurred. Mapping catheter was not connected to the carto prior to connecting the soundstar catheter. Other devices connected to the carto 3 system included a generator, bard recording system, and a siemens fluoroscopy machine. Cartosound/uls was selected on the carto 3 system. Soundstar catheter was outside of the body at the time of the error. The issue occurred prior to the procedure, upon connection of the catheter. The soundstar catheter was not in the patient at the time of the error. There were no errors on the carto, as the image never appeared. This issue with the soundstar catheter is not MDR reportable because the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote.